Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. The target lesion was location in the coronary artery. A trapper exchange device was selected for use. During the procedure, it was noted that the balloon burst at 18 atm. The device was removed, and the procedure was completed with another of the same device. There were no patient complications.